Manufacturer narrative:
Heartsine has made multiple attempts to contact the customer regarding the status of their device, but no response has been received from the customer. The device was not returned to heartsine for investigation. No additional information will be forthcoming at this time. The cause of the reported issue could not be determined. If the device is returned to the manufacturer the investigation will be reopened. H3 other text: device not returned for evaluation.

Event description:
The customer contacted heartsine to report that their device was showing the error message "shock key stuck". Inability to use the shock button may prevent or delay defibrillation therapy, which could lead to adverse consequences. There was no patient involvement reported with this event.

Event description:
The customer contacted heartsine to report that their device was showing the error message "shock key stuck". Inability to use the shock button may prevent or delay defibrillation therapy, which could lead to adverse consequences. There was no patient involvement reported with this event.

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon receipt shock key errors were displayed within the device history log. This fault was attributed to the shock button dome being misaligned. It is unclear how the dome had become misaligned however it may have been due to the device's storage conditions or a manufacturing defect. The device was scrapped by heartsine and the customer was provided with a replacement device.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that their device was showing the error message "shock key stuck". Inability to use the shock button may prevent or delay defibrillation therapy, which could lead to adverse consequences. There was no patient involvement reported with this event.